Event description:
BD blunt fill needle that had a hard white material hardened to the plastic portion of the luer lock. Add'l material was down in cap next to the blunt fill needle. Noted on opening the package. No add'l blunt fill needle appeared to have the material on them. All providers that do sedation were notified to look out for contamination when they use the blunt fill needles. Situation: the 96th dental squadron identified a defective medical consumable (BD blunt fill needle) which generated a patient safety report (PSR). Action is now required to officially document and report this defective product via a product Quality Deficiency (pqdr) in accordance with DHA-PM. Assessment: Under DHA-PM 6430.03, this incident qualifies as a reportable material quality issue (specifically meeting criteria for "defective products" or "foreign particular or matter in liquids and solids"). Because the defect involves foreign matter / poor quality bub does not indicate a predictable cause of serious injury or loss of life, this will likely be processed as a Category II complaint. Although the physical item is unavailable for inspection, the mfr details, item ref number, and photographic evidence provide the necessary info to initiate the PQDR. Systemic gap: The clinical team did not retain the defective physical item, which is critical for physical testing and inspection. This highlights a gap in MTF training regarding the handling of defective material.